Event description:
Approximately one year postoperatively, the pt complained of a decrease in their health and their heart function (i.e. An increase in symptoms from prior to implant). The pt was reevaluated by specialists that indicated a "malfunction" of the valve and reoperation was recommended. According to the translated medical reports received, at implant, the pt's native aortic valve leaflets and annulus appeared calcified and immobile with a small central "os" and "very severe" stenosis. Sometime postoperatively, the pt experienced acute dyspnea (date unk) and valve showed a severe central deficiency of 2.5/4 and no perpheral deficiency was demonstrated (date unk). The valve remains implanted.